Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3250 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placement of catheter when trying to advance the catheter the catheter did not pass through vein and became kinked. A new kit was used for the same patient.